Event description:
It was reported that an unstable speed occurred. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had high revolutions per minute (rpm) and it was expected that the rpms should cut in half. However, the rpms remained high and the cycle was not completed. No patient complications reported. It was further reported that the issue was observed during in-service and in dynaglide mode. The procedural target speed was 160,000 rpm however console would only increase to 130,000 rpm. The set rotational speed was at 130,000 rpm and reached a maximum speed of 134,000 rpm.

Manufacturer narrative:
H6: device code: corrected.

Event description:
It was reported that an unstable speed occurred. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had high revolutions per minute (rpm) and it was expected that the rpms should cut in half. However, the rpms remained high and the cycle was not completed. No patient complications reported. It was further reported that the issue was observed during in-service and in dynaglide mode. The procedural target speed was 160,000 rpm however console would only increase to 130,000 rpm. The set rotational speed was at 130,000 rpm and reached a maximum speed of 134,000 rpm.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. Console is running firmware version v05.18.00. Console failed the final functional test on step 5 - offset-normal mode minimum flow rate - with a reading of 109.513 standard cubic feet per hour (scfh). The acceptable range is 45 +/-5 scfh. The pneumatic kit from the gold unit was swapped into the console and subsequently tested. That pairing passed the final functional test without failing at any step. Analysis of the device confirms that the reported event of unstable speed. Console failed the visual inspection because there are visible scratches on the front panel, the back label is damaged, and there are visible marks on the rear enclosure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that an unstable speed occurred. A rotapro console was selected for use. At the course of the procedure, it was noted that the console had high revolutions per minute (rpm) and it was expected that the rpms should cut in half. However, the rpms remained high and the cycle was not completed. No patient complications reported.